Event description:
It was reported that a balloon rupture occurred. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.